Event description:
Information received by medtronic indicated that the user was experiencing temperature issues and inflation issues during a cryoablation procedure. Catheter temperature readings were about 2 degrees off from body temperature and inflations were short (lasting approximately 50 seconds). Technical support was called during the case and were unable to resolve the issues with this cryoconsole. Advised on (B)(6) 2014 that the cryoablation procedure was aborted and rescheduled for a later date.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported temperature and inflation issues were reproducible during site visit. Temperature calibration was performed, flow meters were adjusted, and console valves and filter assembly were replaced; consoles issue were resolved. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.